Event description:
Pulsar caused interference with other radio frequency machines.

Manufacturer narrative:
(B)(4). Product scheduled for return but not received by manufacturer for inspection. Eval: results: product scheduled for return but not received by manufacturer for inspection. Eval: conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
Pulsar caused interference with other radio frequency machines such that other machines alarmed throughout the case affecting performance.

Manufacturer narrative:
Product event# (B)(4). Evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Error log: 3 e3 (patient return electrode has poor connection) and e3 is a normal use error. Root cause: pulsar 2 is an electrosurgery device and is considered an intentional radiator of rf energy when keyed via handpiece or foot pedal. All equipment in the or should be designed to withstand the emi interference generated by the pulsar 2 per iec 60601 requirements. Pulsar 2 is functioning as designed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.